Event description:
The user facility reported that during the preparation the automated impella controller (aic) purge disc sensor was not registering that the purge disk was inserted. Troubleshooting did not resolve the issue. The aic was exchanged and issue was resolved. No patient was involved.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the malfunction of the automated impella controller has been completed. The console and the data logs were returned for evaluation. The data logs were reviewed from the reported occurrence date and confirmed that the purge disc not detected alarm occurred over 15 times throughout the reported occurrence date. The console was visually inspected and it was evident that the purge flag was broken. Further examination revealed that there was also a significant amount of buildup/residue around the purge assembly and behind the purge assembly on the battery bracket. The root cause of this issue is a broken purge flag. D9 updated.